Manufacturer narrative:
(B)(4). Device evaluated by MFR: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that blood/coagulum was present on the tip of the catheter and when the physician tapped it with a syringe, the tip completely detached. During a procedure for atrial fibrillation (af), upon removing the orion catheter from the patient, blood/coagulum was noticed on the catheter upon pulling it out of the patient. The physician attempted to clean the blood/coagulum from the catheter tip by knocking it against a syringe and the platinum tip of the catheter came off completely. The catheter was exchanged for another of the same device, and the procedure was completed successfully. There was no impact to the patient or case.